Event description:
It was reported that when using the bd pyxis¿ es server patient details were not showing on the medications after registration. The health level seven (hl7) admission, discharge, transfer (adt) messages showed as sent successfully from the electronic health record (ehr) system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patients had not been showing after registration on the station. A technical support specialist (tss) restored patient visibility by restarting bd data synchronized and related communication services on the es server, resolving delayed hl7 adt processing and confirming that patients began appearing normally on the station. The system functioned as intended after the technical support specialist troubleshot the device